Event description:
According to the notification, "during the annual on-x cep/cer cycle a poster presentation was found ¿obstructive mechanical valve thrombosis detection by cardiac CT, treated with low dose thrombolytics." This poster presentation reports on a case of a 65-year-old woman with an on-x mitral valve who presented with chest pressure and elevated troponin. Invasive coronary angiography demonstrated embolic appearing lesions in multiple coronary arteries and limited leaflet mobility. On the tee the mv mean gradient was 14mmhg and it redemonstrated restricted anterolateral mv leaflet that was stuck in the closed position. A cardiac CT with delayed imaging revealed mv thrombus along the ventricle side. She was treated with a low dose slow alteplase infusion and within days a repeat tee showed mv mean gradient of 3 mmhg and a repeat cardiac CT revealed thrombus reduction and normal mv leaflet mobility. "

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Multiple attempts to obtain additional information have gone unmet. No additional information forthcoming. The manufacturing records could not be reviewed as patient information, serial number, nor date of implant was provided. The available information was reviewed. The poster presentation ¿obstructive mechanical valve thrombosis detection by cardiac CT, treated with low dose thrombolytics¿ by schikowski, et al presented at the american college of cardiology conference on (B)(6) 2024 is reviewed here. This presentation reports on a 65-year-old female patient with an on-x mechanical valve who presented with chest pressure and elevated troponin. No information regarding the specific valve was provided and despite communication with the author no further information was provided. It is unknown how long the patient had the implant prior to the event nor their anticoagulant history or status at the time of the event. Upon presentation the patient was evaluated and treated, a coronary angiogram showed embolic lesions in multiple coronary arteries and limited leaflet mobility. A tee showed a mean gradient of 14mmhg and the anterolateral mitral valve leaflet stuck in the closed position. A cardiac CT showed mv thrombus along the ventricle side. The treatment received was a low dose alteplase infusion. Follow up testing including a tee and cardiac CT done days after treatment show a mv with a mean gradient of 3mmhg and thrombus reduction and normal leaflet mobility. Thrombosis is a rare, but a known potential complication of prosthetic valve replacement occurring at a historical rate of 0.2% per patient-year for mechanical mitral heart valves [iso 5840-2:2021 (e)]. It is recognized as a potential adverse event for the on-x valve along with the potential for reoperation and explantation [IFU]. The definitive root cause of the thrombosis cannot be determined as there are no available lab results. However, the most common cause of valve thrombus in this situation is inadequate anticoagulation. No further action is required without further information. There is no indication that an error or deficiency occurred at artivion and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. No actions are required at this time . This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.